Event description:
Libre sensor 3 plus continually to provide inaccurate readings that are then verified by a finger prick. I have readings vary as much as 40 mg/dl at times and a more usual 10 to 30 mg/dl difference. For a medical device, this product needs to be far more accurate to be able to control diabetes. This product should be removed from the market as useless, inaccurate, and certainly not a medical device that can be depended on!!! (Personal opinion: they should be sued for marketing a faulty product that millions depend on).